Event description:
It has been reported to philips that the foot switch for the allura device was not functioning correctly. The device was inside clinical use at the time of the event. No patient harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with customer and confirmed that wired footswitch was not working. Upon remote testing the rse determined that cine switch was not releasing properly so rse suggested for replacement of wired footswitch. The customer order and replaced the wired footswitch on their own. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.